Event description:
Patient called in to report continuous "connect plug to monitor" alert. It occurs throughout the day while still wearing the wcd system. The patient called in to report same issue on (B)(6), along with service error code. Customer care troubleshooted and was able to clear the alert during the call however, 5 mins later the alert returned. Patient confirmed no visible damage on therapy cable. The unresolved "connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.